Event description:
A peritoneal dialysis (pd) patient had an air detected in cassette warning followed by the discovery of a fluid leak. The warning was encountered during drain 1 of 4, which occurred several times. Fluid was seen on the back of the cassette after treatment was cancelled and the cassette was removed. There was no fluid in the pump modules but there was fluid on the cassette. In a follow up with the patient, the patient verified the fluid leak report. There was no harm, intervention or adverse event associated with the fluid leak. The patient is still using the same cycler with no further problems.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.